Manufacturer narrative:
The insulin pump passed all functional testing including the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Detail trace analysis confirmed power error alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The insulin pump received with operating currents within specification. No unexpected replace battery now or pump error alarms occurred during testing. The insulin pump was received with scratched case, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and severely scratched lcd window.

Event description:
It was reported via phone call that the customer experienced high blood glucose around 450 mg/dl at the time of incident. It was also reported that the insulin pump alarmed pump errors. The insulin pump was returned for analysis.